Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 1.3 mmol/l and 14.9 mmol/l 2. 1.1 mmol/l and 11.5 mmol/l sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.